Event description:
The customer reported to baxter (B)(4) an (B)(4) extension set that had a leak from the site of the connection of the extension set with the administration set. The condition was reported to have occurred while infusing on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on (B)(6) 2010. An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a leak. A crack was identified on the female connector of the set which induced the reported leakage observed by the customer. The root cause of this was attributed to a raw material issue as this part of the set is not manufactured at this site but purchased from another baxter manufacturing site. This product has been manufactured at this plant since 2006 and a raw material defect such as this had never been observed before until now; thus, it will be kept under the trending records that follow the quality reviews to determine if further action is necessary. Our involved personnel in the production area were made aware of the reported defect. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.